Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 3/10/2023, it was reported by a distributor via sems that an ar-3636 knotless 1.8 fibertak sutures pulled out. The surgeon cut flush to the suture anchor and removed the remaining sutures, and a new fibetak anchor was used to complete the case. Prior to fibertak failure, the surgeon was able to successfully implant four ar-3636 fibertak. This was discovered during a shoulder arthroscopy with bankart repair procedure on (B)(6) 2023.